Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -11.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem.

Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. Claim # (B)(4).